Manufacturer narrative:
When the reported device is received, it will be evaluated and the eval summary will be submitted in a supplemental report.

Event description:
In the framework of a clinical study surgeon reported in his questionnaire that a revision surgery became necessary due to a periprosthetic fracture.